Event description:
The mother reported via phone call that the customer was unable to bolus due to the insulin pump freezing up. Customer's blood glucose was 254 mg/dl at the time of incident. The mother also reported a battery out limit alarm occurring. The mother was advised a replacement battery cap will be sent in attempt to resolve the issue. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.